Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during training by facility staff, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also updating information submitted on the initial medwatch report. Evaluation results: the device was received at zoll medical for evaluation. The reported complaint was observed. However, this is normal operation for the device to analyze the rhythm after the shock button is pressed. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during training by facility staff, the device inappropriately analyzed. Complainant indicted that there was no patient involvement in the reported malfunction.